Manufacturer narrative:
Conclusion: a device history record review could not be performed as the serial number was not provided. Without the return of the valve for analysis, a root cause cannot be determined.

Event description:
Medtronic received information from a medical journal article that an aortic bioprosthetic valve was explanted approximately seven months after implant after the (B)(6) old male patient developed symptoms of left ventricular impairment which led to hospitalization for noninvasive ventilation support. Examination revealed the presence of an ejection systolic murmur, and an echocardiograph showed high gradients and a reduced effective orifice area. The patient's left ventricular function had also deteriorated with a 40% ejection fraction. The valve was explanted; upon explant, significant thrombotic deposits were observed on the aortic surfaces of all three leaflets and leaflet opening was restricted. The valve was replaced with a non-medtronic xenograft aortic valve (23 mm). Hospital histology confirmed the presence of the thrombotic deposits. The hospital analysis noted there was no evidence of bacteriological growth or evidence of organisms, and radiology did not show early calcification. It was noted that the patient did not have any previous history of thromboembolic complications and had a normal anticoagulant screen. The journal article discussed current anticoagulation recommendations for bioprosthetic aortic valve replacement, and the possible associated increased thromboembolic risk. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A review of medtronic's database did not find any previous reports or records of this clinical observation. Additional information has been requested from the article authors' designated contact. A supplemental report will be filed if additional information is received or when the investigation is completed. Journal of cardiac surgery, 2013, 28:723-729; 10.1111/jocs.12181.